Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The user facility is foreign; therefore a facility medwatch report will not be available. The device history records are unable to be reviewed due to the lot number being unknown. The warnings in the package insert state this type of event can occur. This is a single use device, however the distributor reported the drill was used multiple times; the exact number of uses is unknown. If additional information is obtained that adds value to the relevant content of this report a follow-up report will be sent.

Event description:
It was reported the drill fractured while the surgeon was drilling a hole in the patient's mandible. The surgery was completed using pliers and the broken portion of the drill was removed from the patient. There was a surgical delay of less than ten minutes.